Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. Helix function could not be tested due to the lead being cut into segments, however, the distortion in the connector would definitely prevent the helix from extending and retracting.

Event description:
.

Event description:
It was reported that, during implant, the right atrial (ra) lead become stuck in the myocardium and the helix was unable to be retracted. The lead was cut and manually torqued to retract. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.